Event description:
A report received from the USA stated an 840 ventilator experienced a loss of graphical user interface (gui) to breathe delivery (bd) communications while being used on a patient. The patient was removed from the device and placed on an alternate ventilator. There was no report of patient injury as a result of the event.

Manufacturer narrative:
The user facility reported to have replaced the gui central processing unit (cpu) printed circuit board (pcb). The covidien customer support engineer (cse) uploaded software revision ak. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications. (B)(4).